Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having heart disease. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging CPAP device's sound abatement foam became degraded and caused a patient heart disease. The reported event of having heart disease was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. There is no report of the medical intervention that the patient has received at this time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.